Manufacturer narrative:
Reported event: the event reported that an array stabilizer long 4.0mm and bone pin were stuck together. Device evaluation and results: as described in (B)(4) for the array stabilizer, the bone pin was returned stuck inside of the array stabilizer. Destructive inspection was performed to obtain a visual of each device and the lot number of bone pin. The tube of the array stabilizer was milled down in order to remove the bone pin. Both the bone pin and the interior of the array stabilizer's tube showed evidence of galling. The figures attached show the galling within the array stabilizer's tube and along the shaft of the bone pin. Device history review: review of device history records show that (B)(4) devices were accepted on 09/01/2015 with no reported discrepancies. Device history records are attached. Complaint history review: review of complaints for p/n 144140, l/n w43201 show no other complaints related to the failure in this investigation. Conclusions: the failure mode was confirmed to be galling between the bone pin's shaft and the interior of the array stabilizer. Improper / off-axis installation or removal of the bone pin through the stabilizer can cause this failure to occur. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The 140 x 4mm bone pin stuck in the 4.0 mm stabilizer. Tried to remove pin after the case and could not get it out. Scrub tried to hammer pin out but same result.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The 140 x 4mm bone pin stuck in the 4.0 mm stabilizer. Tried to remove pin after the case and could not get it out. Scrub tried to hammer pin out but same result.